Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleged that the homefill is not working and that she is having a hard time breathing because she doesn't have the oxygen. MDR filed.